Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a meniscus repair using the fast fix 360 reverse curved needle, it was reported that the needle was placed inferior to the meniscus to anchor the first implant to the capsule. The surgeon did not like the placement so he backed the needle out to reposition. In doing so, both implants and suture unloaded from the device. A back up device was available to complete the case and no patient injuries or complications were reported. Follow up information received confirmed that there were no implants left behind in the patient. The surgeon was able to remove both implants that unloaded during repositioning and the implants were still attached to the suture.